Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The instrument was found to have a dislodged grip cable at the proximal end, resulting a loose cable at the distal end. The instrument was found with multiple cracked input disks, causing the dislodged grip cable found at the proximal end. Hairline cracks were found on the grip input disks. Signs of corrosion were also found on the instrument bearings. Pitch and grip input disk bearings exhibited orange discoloration. Improper cleaning during reprocessing is the common causes of this failure. The instrument was found to have corrosion on one or more clamping pulleys in the backend. This failure is most commonly caused by improper reprocessing, such as prolonged exposure of instrument to hard cleaning agents. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed. The grip tips were unable to close due to the dislodged grip cable. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no image or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the medium clip applier instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1281 with 18 uses remaining. The instrument was not used on the reported event date (B)(6) 2020. This complaint is reportable due to the following: the endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 310 mm in diameter. It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was noted with a loose cable. The customer used a backup instrument. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter found out that the broken cable on the instrument was noted prior to starting the procedure, and the instrument was not used on the patient. The instrument has been returned and evaluated by the failure analysis team. Failure analysis found the instrument had a dislodged/loose grip cable and it also failed the grips clip test. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was noted with a loose cable. The customer used a backup instrument. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The broken cable was noted prior to starting the procedure. The instrument was not used on the patient. The operating room (or) staff used a backup medium-large clip applier instrument and completed the procedure with no injury to the patient. No patient information is available.